Event description:
Spontaneous call. Patient needs a new freedom pump due to her pump malfunctioning {no specifics given). No side effect/adverse event or missed dose reported. Defective pump is on hand for return to the manufacturer. No further information or dates provided. Indication - selective deficiency of immunoglobulin g [igg] subclasses moderate persistent asthma, uncomplicated. Reported to (B)(6) by pt/caregiver.